Event description:
The distributor contacted animas on 04/17/2014 alleging a line through the display screen. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/21/2014.device evaluation: the device has been returned and evaluated by product analysis on 05/07/2014 with the following findings: on investigation, the pump powered on with a fully functional and illuminated display screen. Visual inspection of the display screen did not reveal any extrinsic lines in the display as alleged. Investigation did not confirm or duplicate the complaint and the pump was found to be without defect or malfunction.